Event description:
It was reported by service report that the footboard was missing all its modules, including the bed exit module. It was further reported that comm cord had a smashed wall connector. It is unk if there was pt involvement or if there are adverse consequences to report.

Manufacturer narrative:
Results: missing footboard modules. This user facility serves as the health care provider for one of the state prisons. As a result, it has been reported that pts intentionally damage various device components with unrestrained appendages. Additionally, pts are regularly restrained in manners that conflict with the device's instructions for use.